Event description:
Initial reporter indicated to a manufacturing consultant that they had a vns patient coming in to have their vns checked because they felt the battery was low. The patient had been having an increase in seizures and it is not known if the seizures are above the patient's pre vns seizure rate. Good faith attempts are being made for additional details regarding the reported events.